Event description:
Implant failed due to an osseointegration problem.

Manufacturer narrative:
The initial report did not have the correct event type documented. The correct event type, serious injury, is provided in this follow up report.

Event description:
Implant failed due to failure of osseointegration. The initial report did not have the correct event type documented. The correct event type, serious injury, is provided in this follow up report.